Event description:
On (B)(6) 2018, a 35 mm amplatzer pfo occluder was selected for implant. When the device was deployed, the proximal disc would not flatten to its original shape. The device was removed from the patient, and a second 35 mm amplatzer pfo occluder (lot number: 6428003) was successfully implanted. Post-operatively, the patient was reported to be stable.

Manufacturer narrative:
An event of "the proximal disc would not flatten to its original shape" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.